Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (B)(4) was missing a push button. The following information was provided by the initial reporter: "customer informs that the material does not have the safety mechanism. Mention the non-compliance with nr-32. According to our nursing committee and ccih, they report the catheter sent with the kit, it does not meet the nr-32 and puts our employees at risk. The client contacted the hospital and it was informed that the case was wrongly reported. The nurse informed that the hospital's administrative sector sent this email in (B)(6) 2020, with a mistake when transmitting the information. Its corrects that there is not a problem of the absence of the device security mechanism, but that it is a suggestion for improvement. The reporter informs that the catheter of the bd brand remipack kit does have a safety device and that what happened is that the bd brand is not standardized in the hospital, because the quality of this catheter makes it difficult to puncture the vein and does not slide easily as that of b braun. The team does not technically approve the use of the bd catheter. Last lots purchased by the customer to be considered in the complaint: (B)(4). It is not known which of these lots is related to the complaint."

Manufacturer narrative:
Additional information was received that made this complaint not reportable. The MDR should be considered cancelled. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (latin america) was missing a push button. The following information was provided by the initial reporter: "customer informs that the material does not have the safety mechanism. Mention the non-compliance with nr-32. According to our nursing committee and ccih, they report the catheter sent with the kit, it does not meet the nr-32 and puts our employees at risk. The client contacted the hospital and it was informed that the case was wrongly reported. The nurse informed that the hospital's administrative sector sent this email in march / 2020, with a mistake when transmitting the information. Its corrects that there is not a problem of the absence of the device security mechanism, but that it is a suggestion for improvement. The reporter informs that the catheter of the bd brand remipack kit does have a safety device and that what happened is that the bd brand is not standardized in the hospital, because the quality of this catheter makes it difficult to puncture the vein and does not slide easily as that of b braun. The team does not technically approve the use of the bd catheter. Last lots purchased by the customer to be considered in the complaint: 0132746 / 0142564 / 0146205. Ps: it is not known which of these lots is related to the complaint."